Event description:
A malfunction alarm occurred, and the customer did not report any notable events prior to the incident. It was unknown or declined whether the issue caused the customer's blood glucose level to exceed 500 mg/dl, so no adverse impact was confirmed. Technical support provided information on resetting the pump, assisted the customer over the phone with resetting it, and emailed the instructions since the customer was not in a position to perform the reset at the time of the call. The customer was advised to call back if the issue was not resolved.